Event description:
The patient reported that in july of 2006 she had three separate occasions where her infusion device over delivered and the paramedics were contacted each time. The patient was also taken to the hospital on each occasion. The patient stated that on each occasion, she was found passed out by a friend or relative. The paramedics were contacted and when they arrived they would administer glucagon, have her drink orange juice and would have her eat a peanut butter sandwich. On the second occasion, the patient was found passed out and not breathing. The patient's cousin administered CPR and the paramedics continued CPR once they arrived. When the patient arrived at the hospital, she was treated with a IV and juice. During these incidents, the patient's blood glucose was from 14 to 55 mg/dl depending on the treatment. The patient could not recall what blood glucose level corresponded to the days she had blood glucose. The patient did not report feeling any symptoms with her low blood glucose. While at the hospital, the infusion device was removed from the patient and she was fine. The patient was released from the hospital on each day the incident occurred. The product has been requested to be returned for evaluation.